Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 386mg/dl, and her blood glucose was treated with an insulin pen. Troubleshooting was performed. The time, date, and bolus wizard were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and the test failed twice. Advised the caller that the insulin pump would be replaced and revert to back up plan. The customer mentioned that her infusion set was changed twice while staying at the hospital, and the customer noticed that the cannulas were bent. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.